Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales manager (csm) reported to the isi technical support engineer (tse) that universal surgical manipulator (usm) 4 instrument tip was shaking violently. The surgeon was suturing with usm 4, and the instrument tip was shaking violently. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: yes, the issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. Yes, the issue did occur while the surgeon was attempting to manipulate instruments from the surgeon console. No, the failure was not related to an inability to move the instrument at all. Yes, the movements of the surgeon scale appropriately to the instrument. Yes, the instrument did move in the intended direction. Yes, the timing of instrument movements were appropriate. Yes, the arm was shaking significantly. No, there were no instrument-to-instrument or system arm-to-arm interference. No, there were no external collisions. The issue was persistent. The action taken was suturing of the mesh in a ventral hernia. There was no patient injury or harm. Yes, the device was inspected and nothing out of the ordinary was observed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where it passed. The usm was then installed onto a test platform where friction speed high was found to be failing on the insertion axis. Once testing was completed, the insertion stator was aba tested and was verified to be the source of the fault. The root cause is attributed to a faulty insertion stator causing vibration issues within the usm.

Event description:
Refer to h11 for follow-up information.